Event description:
Patent reported against right side "rupture", "in a lot of pain and discomfort", "suffers from anxiety", "post-natal depression" (non device related), and "body dysmorphia which leaves her feeling worried and with a tight chest" (non device related). The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient additionally reported presented with lump in right breast, which was deemed not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.